Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for implant procedure. During attempted implant, the physician reported the right ventricular lead's fixation helix deployment mechanism was difficult to operate, and gave a sensation that it had broken. The lead was replaced and the patient was in stable condition.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.